Manufacturer narrative:
The reporter's product was requested for investigation. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results when testing with a coaguchek xs meter (serial number unknown). The date of the event was not provided. A sample from the patient was tested using the meter, resulting with a value of 31 % quick. Within 10 minutes, a sample from the patient was tested using the meter, resulting with a value of 38 % quick.